Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during biomedical test/check the motor was sluggish and was not running at full rpm. There was no patient involvement. Diligence is complete.